Event description:
The core micro drill was sent in for eval because it was overheating during a procedure. The procedure was completed with a readily available replacement device. No procedure delay was reported; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.